Event description:
It was reported that when the patient presented in clinic for routine follow-up, episodes of noise and low, out of range, hv lead impedance alert were observed. The lead remains implanted. No further information is available.